Event description:
Information received by medtronic indicated that the customer received failed battery test alarm. Customer stated that battery compartment was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue the use of the device.

Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the battery tube, corroded battery tube and failed battery test found on (B)(6) 2021. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube, however damaged retainer ring noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The pump was cut open and the electronic assembly, battery cap and battery tube were inspected and a corroded battery tube was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer, cracked case (battery tube), cracked case-corner of belt clip rails, serial label damage, and corroded battery tube. In summary customers alleged cosmetic damaged located at battery tube was confirmed by visual inspection where cracked battery tube/threads were noted as well as a corroded battery tube. Alleged failed battery test was not confirmed. Additionally, damaged retainer ring was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.